Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, moderate balloon withdrawal resistance occurred. The index procedure treated a 2.5x20mm, 99% stenosed lesion in the proximal left circumflex (prox lcx) with placement of a taxus liberte' 2.5x12mm drug eluting stent overlapping another taxus liberte' 2.5x12mm stent. Post procedure, target lesion had 0% diameter stenosis. During withdrawal of the balloon and stent delivery system after inflation, there was moderate balloon withdrawal resistance from the stent. The balloon pressure at that time was 18atm. The inflation and deflation procedure was performed several times with slight push and pull movement until it was released. The event was resolved without treatment. There were no reported complications. The patient was discharged the next day on aspirin and plavix. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.